Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues with the phenom catheter aside from the difficult retrieval, and there were no issues with the navien. The distal section of the stent did not open properly and the tip end was damaged. The stent had been pulled to the bifurcation of the internal carotid artery, not at the bend of the vessel. No additional steps/devices were used to attempt to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of an amorphous, ruptured left internal carotid artery c5 segment aneurysm with a max diameter of 3.4 by 5.1, 5.4 by 6.5mm and about 3mm neck diameter. Landing zone: distal: 3.3mm and proximal: 3.6mm. Patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered, pru level unknown. The angiographic result post procedure was good. It was reported that the patient had a ruptured aneurysm with a daughter sac. After bare embolization of aneurysm, a dense mesh stent was planned to be implanted. After the microcatheter was placed, the distal end of the dense mesh stent opened well, and when it was pulled back to deploy longer the blood vessel spasmed. After the distal end of the stent was longer, it suddenly closed. After multiple attempts to retrieve and deploy the stent, it was found that the stent shape could not be changed. Angiography showed that there was a thrombus at the distal end of the stent to the proximal end of the middle cerebral artery. Tried to retrieve the stent, but it was difficult to retrieve it into the microcatheter. After taking it out of the body, the surgeon continued to drip and found that no drip water flowed out. After trying to push the stent out of the microcatheter, it was found that a large amount of thrombus was attached to the distal end of the stent, and the distal end of the stent was frizzy and could no longer be used. Therefore, a 4.0*16 medtronic dense mesh stent was used instead and the surgery was successfully completed. It was noted that the pipeline was not opened, and the stent was not opened. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was removed from the patient. It was retrieved directly and then taken out. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event. Ancillary devices include a fg15150-0615-1s, 229655205 microcatheter, and rfx072-115-08mp, b752765.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box and within a sealed biohazard pouch. The phenom-27 catheter used during the event was not returned. Visual inspection/damage location details: no bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with ptfe in good condition. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. It is likely the cause for ¿failure/incomplete open distal¿ is the result of re-sheathing the device more than two times. The customer reported re-sheathing device more than 3 times. However, the cause could not be determined. Based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ was unable to be confirmed and the root cause could not be determined. Possible contributor for resistance is lack of continuous flush during delivery. The inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the p ipeline flex embolization device and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.